Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced with a new one. Reportedly, the patient stated he last charged the ipg approximately a year ago, and the scs ipg no longer communicated with external devices. Stimulation therapy was restored postoperatively and the issue was resolved.